Event description:
It was reported that, during npwt, the patient passed away overnight due to catastrophic bleed to left groin. The patient was using a renasys touch device in situ for management of exudate. An ambulance attended the incident. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Further information has been requested, an investigation has been opened into the reported complaint. No remedial, corrective or preventive actions have been deemed necessary at this time.

Manufacturer narrative:
Updated results of investigation: the device was not returned for evaluation; therefore, a device analysis could not be performed. No supporting documentation has been received as of the date of this investigation that suggests the use of the negative pressure wound therapy (npwt) device was in any way involved in the patient outcome of the catastrophic bleed to left groin. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Device specific identifiers were not provided, therefore, an evaluation of the manufacturing records and prior actions review could not be performed. A review of complaint history for the previous 14 months did not reveal similar events for renasys devices. The product¿s instructions for use (IFU) indicate that the patient, device, and dressing should be monitored frequently to determine if there are any signs of bleeding. The frequency should be determined by the clinician based on individual characteristics of the patient and wound. The root cause of the event could not be determined based on the limited information provided. However, there is no information to suggest that the renasys device was a cause or contributor to the reported event.

Manufacturer narrative:
Section h6 was updated. Section h10: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, a clinical root cause could not be determined based on the limited information provided. However, the patient¿s unspecified preexisting comorbidities cannot be ruled out as potential contributing factors to the reported event. No supporting documentation has been received as of the date of this medical investigation that suggests the use of the negative pressure wound therapy (npwt) device was in any way involved in the unfortunate patient outcome of the catastrophic bleed to left groin. Without the requested clinical/medical documentation, a definitive clinical root cause of the reported catastrophic bleed and patient overnight demise cannot be concluded and a causal relationship between the device usage for exudate management and the left groin bleed cannot be established. Should the requested documentation become available, the clinical/medical evaluation will require a re-assessment. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and prior actions review could not be performed. A review of complaint history for the previous 14 months did not reveal similar events of death for renasys devices. A review of the instructions for use documents for renasys touch revealed in important information monitoring npwt section that the patient, device, and dressing should be monitored frequently to determine if there are any signs of bleeding. The frequency should be determined by the clinician based on individual characteristics of the patient and wound. Npwt devices are not designed to detect or issue an alarm condition based on the presence of bleeding. A full canister, incorrect device orientation and device/tubing height relative to the wound can contribute to loss of npwt and exudate accumulation within the wound, which could lead to unrecognized bleeding. These conditions may only be detected by frequent monitoring. Also in indication for use section mentions that renasys touch is intended for use where product use is conducted by or under the supervision of a qualified healthcare professional. In the contraindications section the use of this device is contraindicated in the presence of exposed arteries, veins, organs and nerves, necrotic tissue with eschar present, anastomotic sites. In warnings section it is mentioned that patients should be carefully monitored for signs of bleeding, which may lead to interruption in therapy and hemodynamic instability. If such symptoms are observed, immediately discontinue therapy, take appropriate measures to control bleeding, and contact treating clinician. Patients suffering from difficult hemostasis or who are receiving anticoagulant therapy have increased risk of bleeding. During therapy, avoid using hemostatic products that, if disrupted, may increase the risk of bleeding. A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A factor that could contribute to the reported event include the patient¿s unspecified preexisting comorbidities mentioned previously. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Internal complaint reference: (B)(4).